Manufacturer narrative:
The device history and sterilization records were reviewed and found to meet specifications. No anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2014-03368, 1627487-2014-03369, 1627487-2014-03370. The patient has an occipital system (off-label) and a thoracic system. This issue is related to the thoracic system. It was reported that the patient's scs system (thoracic) was explanted due to infection. No additional information is available at this time.